Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a common femoral artery was attempted using perclose proglide devices. Reportedly, when the needle plunger was removed, the suture broke. The device was removed over a guide wire and a second proglide device was attempted but, a needle-to-cuff miss occurred. The device was removed over a guide wire and a third proglide device was attempted, but resistance was felt pulling the lever to deploy the foot. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices, referenced, were filed under separate medwatch manufacturer reports. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The lever was opened and the foot was deployed without difficulty. The reported resistance felt while pulling the lever to deploy the foot was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar resistance felt while pulling the lever to deploy the foot incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.